Event description:
On 17-feb-2026, a other health care professional contacted technical service to report that procedural stretcher frame (product code p8000h003127, serial number (B)(6)), had right siderail came off and detaching. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the siderail rivets needed to be replaced. Per the baxter service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 10, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail rivets to resolve the reported event. Based on this information, no further action is required.